Event description:
Per the clinic, the patient underwent a skin revision surgery to remove the skin overgrowth. Besides, the patient also treated with oral and topical antibiotics and steroid injection. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Correction: the previous MDR submitted on july 04, 2025, was filed inadvertently. No conversion to a transcutaneous osia implant system has occured at left side.

Event description:
Per the clinic, it was reported that the patient underwent revision surgery under general anesthesia on (B)(6) 2025, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture.

Event description:
Per the clinic, the patient experienced skin overgrowth and skin infection at the abutment site. Additional information has been requested but it has not been made available as of the date of this report.